Manufacturer narrative:
The hospital is not able to provide patient information. Event date: the hospital is not able to provide date of event. Report source: - user filed medwatch report (B)(4). Ge healthcare¿s investigation into the reported occurrence is still ongoing. The investigation results will be contained in gehc's response to the additional information request, # (B)(4). Device problem already known, no evaluation necessary.

Event description:
"Per user filed medwatch report: "we are having several recent and current events related to increased inspired co2 reading on the anesthesia machines located throughout surgery. While monitoring patient the anesthesiologist is seeing the inspired co2 readings increase to 9-12 mmhg during the case. Biomedical has determined that the respiratory gas module is not the cause by removing the sample line and noting that the values drop to 0 mmhg in less than two breath cycles when sample line is disconnected. Replacing the disposable canister brings the inspired co2 down, but the anesthesia machine can fail later or that day or on another day. This rebreathing gas issue is occurring on virtually all of our anesthesia machines. Some canister exchanges required the staff to shake and tap the absorbent canister to loosen the soda lime granules to get the inspired co2 reading to drop. Both biomedical and the anesthesiologists feel that there are issues with the co2 absorbent and not the anesthesia machine. The physicians are concerned that they will place the patient at risk by re-introducing elevated co2 back to the patient . Biomedical has found that the manufacturer has transferred the control of the absorbent canister to another manufacturer/distributer. They will also be included in this report. This same issue was reported on previously and we followed manufacturer recommendations to "shake and loosen" absorbent canister to prevent elevated readings. The issue lessened and restarted about 30-45 days ago. We are getting over 15 calls a week to address this issue. Manufacturer response for anesthesia delivery system, avance 2 (per site reported): manufacturer has notified us of new manufacturer of absorbent. Biomedical in contact with all manufacturers involved including absorbent manufacturer. On-site diagnostics on (B)(6) 2017: biomedical followed established problem resolution and troubleshooting. Sample line disconnected and technician noted gas monitor reading ommhg within 10 seconds. Absorber assembly canister removed and replaced with test canister ( carefusion ef formula). C02 reading dropped to 3mmhg within 4 minutes . Biomedical contacted 3 hours later to note c02 back up to 9mmhg. Canister removed and tapped on floor to loosen granules. Reading dropped to 2mmhg . Bme logged and entered into work order and noted that this was same process as previous floor calls with similar resolution."